Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of a descending aorta aneurysm using conformable gore® tag® thoracic endoprosthesis. On an unknown date in (B)(6) 2021, an aneurysm enlargement, a proximal type I endoleak and a type ii endoleak from intercostal artery were observed. On (B)(6) 2021, a reintervention took place, coil embolization of the intercostal artery was performed, and an additional stent graft was placed at the proximally. The patient tolerated the procedure.